Event description:
A customer reported a system message displayed regarding "insufficient pressure" and the system locked during setup for surgery. The case was canceled, however, the pt had already received peribulbar anesthesia in preparation for the procedure. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and noted the system source air pressure was low. The company rep increased the external air source supply to resolve the issue. Preventive maintenance (pm) was performed. The system was then tested and met product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause of the reported event can be attributed to insufficient air pressure supplied to the system. The system requires 90-120 psi to be supplied to the system, should the air supplied not meet these pressure specs, the system is designed to display a system message. (B)(4).